Event description:
This procedure was performed in (B) (6). Pta was performed on the long and calcified stenosis of the left sfa. The physician inflated the balloon to 10 atm over the stenosis and the balloon ruptured circumferentially. The physician wanted to pull the catheter out of the patient, but the proximal end of the balloon reversed and it was impossible to remove the balloon manually. The patient was transferred to the neighboring hospital and the balloon was removed by the vascular surgeon. The patient is doing fine.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.